Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted and replaced due to noise. The patient did not experience any adverse events from the noise.